Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized twice. Caller stated that the customer's insulin pump was malfunctioning and it was very hard for the customer to control her blood glucose. Nothing further was reported.